Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that one touch ultralink meter read inaccurately low compared to 2 health care professional's devices and reportedly was hospitalized. The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lifescan customer service. Eleven days prior, at 9:19 am, the pt obtained a "232 mg/dl" blood glucose result on the subject meter. A minute after the test, the pt took 5 units of an unspecified insulin. It was noted that the pt manages his diabetes with insulin pump; however, it is not clear if the 5 units was administered via his insulin pump and if the dosage was based on the meter reading. The pt claimed he started to vomit, because "acidotic," and was hospitalized an hour after obtaining the alleged low meter reading. At an unspecified time, the pt's blood glucose was tested on the emergency medical service's meter, which read "510 mg/dl". By 10:15 am the same morning, his blood glucose was "660 mg/dl" on the hospital's device. The pt was treated with IV insulin. This complaint is being reported because the pt allegedly suffered a serious injury 1 hr after obtaining an alleged inaccurate low meter reading. The pt was hospitalized and treated with IV insulin. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.